Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of the device history log confirms that the pump alarmed for a system error 322. The device was tested for 48 hours and unable to reproduce a system error 322. Additional engineering investigation observed adhesive on the switch lever and particulate on the spring of the upper latch switch. It is likely that this contributed to the system error. The upper and lower aux assembly have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that during a heparin infusion, a pump alarmed for a system error 322 (delivery rate unknown). It was also reported that there was no pt injury.